Manufacturer narrative:
Additional information can be found in the following sections: date rec¿d by MFR, device evaluated by MFR, usage of device, and 61- intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument associated with this complaint and completed its investigation. The instrument was found with thermal damage of the distal clevis, proximal clevis, and monopolar yaw pulley. Material appeared to have burnt off from the charring that occurred near the conductor wire. Ear of distal clevis was cut off and conductor wire at weld/silicone potting appeared with damage. Visual inspection confirms that the yaw pulley, distal clevis, and proximal clevis exhibit thermal damage and the silicone potting is intact. Additionally, electrical continuity passes. Hence, the thermal damage did not originate as a result of a conductor wire weld failure. Similar damage as is observed here has been replicated by air firing (energizing without tip being in contact with tissue). This is the likely cause of the thermal damage, and is considered misuse. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to due to user misuse, and not due to a malfunction of the instrument. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
The permanent cautery spatula instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci procedure, it was alleged that arcing from the pcs instrument occurred. While there was no reported harm to the patient, recurrence of reported failure mode could cause or contribute to an adverse event. Furthermore, it is unknown what caused the arcing to have occurred.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a spark observed from the permanent cautery spatula instrument (pcs). There was no report of patient harm, adverse outcome or injury. On 10/16/2017, intuitive surgical inc., (isi) contacted the site's robotics coordinator and obtained the following additional information: according to the robotics coordinator who was not present during the procedure, the pcs instrument arced during the procedure. The robotics coordinator confirmed that all instruments are inspected prior to use and there were no instrument collisions. The robotics coordinator also confirmed that the electrosurgical unit (esu) settings were within manufacturer's specifications. The robotics coordinator indicated that there was no patient harm, adverse outcome or injury as a result of the arcing.